Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It is reported that a customer was hospitalized for a high blood glucose levels. The blood glucose level, time and date of hospitalization was not recorded. The doctor stated that there was alarm on the insulin pump. It is unknown what may have caused the hospitalization. No further information was provided.